Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient representative reported left side "leak of left implant, chronic inflammation", "swelling, grade IV capsular contracture", "hardening and pain, fibrous tissue in left breast, capsule around implant, rupture of left implant, cysts on left breast, anxiety for increased risk of alcl, mental anguish and fear of alcl, and any condition or symptoms associated with alcl or the prevention of that issue, past and future medical expenses, and other physical and emotional manifestations that are sever and ongoing." As well as "sustained painful removal surgery, debilitating physical pain, mental suffering, and permanent scarring". Patient representative additionally reported non-device related events as follows: left chest mass, lesion underneath left implant. The device has been explanted.